Event description:
It was reported that the rv lead exhibited noise in addition to low impedances and high capture thresholds. Surgical intervention was undertaken on during which the lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.